Event description:
It was reported that the fiber tip broke and was forward firing after 19,010 joules and 2:06 minutes of use. The tip of the fiber was not cleaned during the procedure. The procedure was completed utilizing another of the same device. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that the fiber tip broke and was forward firing after 19,010 joules and 2:06 minutes of use. The tip of the fiber was not cleaned during the procedure. The procedure was completed utilizing another of the same device. There were no clinical consequences to the patient.